Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer's blood glucose was 147 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. The insulin pump primed properly during our testing. The insulin pump was able to verify no unexpected dripping or delivering after motor stops. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.